Event description:
Complainant alleged that while attempting to treat a 74-year-old female, the device displayed "compressor fault - 2001", "compressor failure - 1001", and "off set self check failure- 1174" messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing without duplicating the report. The manifold flow screens will be replaced as a precaution. The device passed calibration and system tests, will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.